Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated and embedded in her uterus and was covered with scar tissue/ migration of essure device location of device: migrated outside of the uterus near the cornua area/ right essure anterior to fallopian tube') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included parity 1 in 1988, gravida I, gastric bypass, joint surgery, ovarian cystectomy, tonsillar disorder, dizziness, gait instability, mastitis, adenoidectomy, menometrorrhagia, actinic keratosis and benign neoplasm of colon. She did not experience any complications of your unintended pregnancy or delivery. On (B)(6) 2009, pelvic/gyn ultrasound impression was normal appearance of uterus and endometrium. Right essure seen; left unclear. Non visualization of right ovary. On (B)(6) 2010, pelvic/gyn ultrasound impression: normal appearing uterus. Endometrial cavity is empty. Endometrial lining appears normal. Right ovary appears normal. Left ovary showed presence of a benign appearing cyst 3.3 x 1.8 x 2.6 cms. No adnexal masses seen. On (B)(6) 2012, CT abdomen/pelvis with IV contrast showed the uterus and bladder are normal. Bilateral essure devices are in place. The right essure device appears to be anterior to the right fallopian tube. Right fallopian essure device is anterior to fallopian tube. Previously administered products included for an unreported indication: birth control pills. Past adverse reactions to the above products included headache with birth control pills. Concurrent conditions included pain in hip (thr) since (B)(6) 2014, unilateral leg pain (ultimately r thr) since (B)(6) 2012, anxiety, postmenopausal bleeding (tests and discontinue use of hrt), nausea, back pain, heart disease, unspecified (mother), colonoscopy (screening for malignant neoplasm in the colon..), polymenorrhoea, cough, breast pain, weight gain, neck pain, post-traumatic stress disorder, lower urinary tract infection (reason for visit: urination, urinate, burning-since 2 weeks), dysuria, complex regional pain syndrome type I, leg discomfort (and hip discomfort.), insomnia, tremor (tremor of right hand), weakness (right sided weakness), hives, hearing loss, hypertension, postmenopausal bleeding, contrast media allergy and obesity. Family history included tb (father), lung cancer, hypertension, lipids abnormal (father), coronary artery disease (father) and cerebrovascular disorder (father). Concomitant products included bupropion from (B)(6) 2017 to (B)(6) 2017 and opioids for anxiety, atenolol since (B)(6) 2017 for hypertension, tramadol for pain in hip as well as acetylsalicylic acid (aspirin) since (B)(6) 2016, atorvastatin since (B)(6) 2017, calcium from (B)(6) 2008 to (B)(6) 2013, celecoxib (celebrex) from (B)(6) 2009 to (B)(6) 2009, chlortalidone (hygroton) since (B)(6) 2017, cyclobenzaprine hydrochloride from (B)(6) 2009 to (B)(6) 2009, ergocalciferol from (B)(6) 2015 to (B)(6) 2017, fluoxetine hydrochloride (prozac), fluticasone propionate;salmeterol xinafoate (advair) from (B)(6) 2006 to (B)(6) 2010, ibuprofen from (B)(6) 2009 to (B)(6) 2017, lorazepam from (B)(6) 2008 to (B)(6) 2017, mometasone furoate from (B)(6) 2016 to (B)(6) 2017, paroxetine since (B)(6) 2016 and salbutamol (albuterol) from (B)(6) 2006 to (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. On (B)(6) 2012, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation ("essure have migrated") and cyst ("a suspected cyst"). Essure treatment was not changed. At the time of the report, the embedded device, cyst and dyspareunia had not resolved and the device dislocation outcome was unknown. The reporter considered cyst, device dislocation, dyspareunia and embedded device to be related to essure. The reporter commented: physician adviced plaintiff against having the essure device removed because of the concern that it would break apart if attempts were made to excise it surgically. She did not claim essure worsened a previously existing injury/condition. On the right side 1 coil were noted after release, and the left side 4 coil was noted. Patient tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Computerised tomogram - in 2012: one of the essure have migrated off the original placement spot. Human chorionic gonadotropin - on (B)(6) 2009: results: negative. Mammogram - in (B)(6) 2007: results: negative. Ultrasound scan - on (B)(6) 2012: results: did not show deep vein thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: mr received: event essure have migrated was added. Reporter and lab data were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil had migrated and embedded in her uterus and was covered with scar tissue/ migration of essure device location of device: migrated outside of the uterus near the cornua area/ right essure anterior to fallopian tube') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included parity 1 in 1988, gravida I, gastric bypass, joint surgery, ovarian cystectomy, tonsillar disorder, dizziness, gait instability, mastitis, adenoidectomy, menometrorrhagia, actinic keratosis and benign neoplasm of colon. She did not experience any complications of your unintended pregnancy or delivery. On (B)(6) 2009, pelvic/gyn ultrasound impression was normal appearance of uterus and endometrium. Right essure seen; left unclear. Non visualization of right ovary. On (B)(6) 2010, pelvic/gyn ultrasound impression: normal appearing uterus. Endometrial cavity is empty. Endometrial lining appears normal. Right ovary appears normal. Left ovary showed presence of a benign appearing cyst 3.3 x 1.8 x 2.6 cms. No adnexal masses seen. On (B)(6) 2012, CT abdomen/pelvis with IV contrast showed the uterus and bladder are normal. Bilateral essure devices are in place. The right essure device appears to be anterior to the right fallopian tube. Right fallopian essure device is anterior to fallopian tube. Previously administered products included for an unreported indication: birth control pills. Past adverse reactions to the above products included headache with birth control pills. Concurrent conditions included pain in hip (thr) since (B)(6) 2014, unilateral leg pain (ultimately r thr) since (B)(6) 2012, anxiety, postmenopausal bleeding (tests and discontinue use of hrt), nausea, back pain, heart disease, unspecified (mother), colonoscopy (screening for malignant neoplasm in the colon..), polymenorrhoea, cough, breast pain, weight gain, neck pain, post-traumatic stress disorder, lower urinary tract infection (reason for visit: urination, urinate, burning-since 2 weeks), dysuria, complex regional pain syndrome type I, leg discomfort (and hip discomfort.), insomnia, tremor (tremor of right hand), weakness (right sided weakness), hives, hearing loss, hypertension, postmenopausal bleeding, contrast media allergy and obesity. Family history included tb (father), lung cancer, hypertension, lipids abnormal (father), coronary artery disease (father) and cerebrovascular disorder (father). Concomitant products included bupropion from (B)(6) 2017 and opioids for anxiety, atenolol since (B)(6) 2017 for hypertension, tramadol for pain in hip as well as acetylsalicylic acid (aspirin) since (B)(6) 2016, atorvastatin since (B)(6) 2017, calcium from (B)(6) 2008 to (B)(6) 2013, celecoxib (celebrex) from (B)(6) 2009, chlortalidone (hygroton) since (B)(6) 2017, cyclobenzaprine hydrochloride from (B)(6) 2009, ergocalciferol from (B)(6) 2015 to (b(6) 2017, fluoxetine hydrochloride (prozac), fluticasone propionate;salmeterol xinafoate (advair) from (B)(6) 2006 to (B)(6) 2010, ibuprofen from (B)(6) 2009 to (B)(6) 2017, lorazepam from (B)(6) 2008 to (B)(6) 2017, mometasone furoate from (B)(6) 2016 to (B)(6) 2017, paroxetine since (B)(6) 2016 and salbutamol (albuterol) from (B)(6) 2006 to (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. On (B)(6) 2012, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation ("essure have migrated") and cyst ("a suspected cyst"). Essure treatment was not changed. At the time of the report, the embedded device, cyst and dyspareunia had not resolved and the device dislocation outcome was unknown. The reporter considered cyst, device dislocation, dyspareunia and embedded device to be related to essure. The reporter commented: physician adviced plaintiff against having the essure device removed because of the concern that it would break apart if attempts were made to excise it surgically. She did not claim essure worsened a previously existing injury/condition. On the right side 1 coil were noted after release, and the left side 4 coil was noted. Patient tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Computerised tomogram - in 2012: one of the essure have migrated off the original placement spot. Human chorionic gonadotropin - on (B)(6) 2009: results: negative. Mammogram - in (B)(6) 2007: results: negative. Ultrasound scan - on (B)(6) 2012: results: did not show deep vein thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.